Event description:
Physician has reported "implant rupture, redness, swelling, and size difference between implants ". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell on posterior, anterior and radius, brown particles and underweight. A visual and microscopic analysis was performed which identified; sharp broken on posterior, crease fold and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp pattern on posterior of broken assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician has reported " implant rupture, redness, swelling, and size difference between implants ". Device has been explanted. This relates to the left side.